Manufacturer narrative:
The insulin pump was received with a constant beeping, vibrator active, a20 alarm and unresponsive keypad. Disassembled and reassembled the electronic assembly and fault went away; the problem was isolated to the electronic assembly. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents, verify a13 alarm and verify battery icon status due to a20 alarm. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 86mg/dl at the time of incident. Troubleshooting found that the keypad buttons are not responsive and the pump failed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.